Event description:
It was observed during central processing that the pk dissecting forceps instrument had broken wires. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of broken wires was confirmed with the evaluation of the instrument. The pitch cables on the distal end of the instrument were found to be broken. The pitch up cable was found to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the pitch cable on the distal end of the instrument was found to be frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. Other cables at the instrument's wrist were not damaged. Based on the device evaluation, this complaint will remain reportable due to the following conclusion: the customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.